Manufacturer narrative:
Follow-up #1 date of submission 11/04/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed that the data from the event date was overwritten due to continued use of the pump. The available black box showed no evidence of short battery life. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was able to fully attach on to the pump. The pump¿s current draws were found to be within specifications. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the pump case was cracked in the upper right hand corner of the display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump's battery life was shorter than expected. There was reportedly no damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.